Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an active implant when the patient developed a granuloma with peripheral inflammation. Additional information was received that this patient presented to the hospital due to an unrelated reason. The patient was then hospitalized due to erosion of the device. This device was subsequently explanted. No additional adverse patient effects were reported.